Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The exact manufacturing site could not be determined as the production lot is unk.

Event description:
During a gastrectomy procedure, the anchor block broke. The surgeon applied another device. No patient injury was reported.